Event description:
The customer reported the device would not charge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device would not charge. There was no reported pt involvement. The ac power module was not available for evaluation. The ac power module was replaced with a known working module and the issue was resolved.